Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the device was not working as it should. No patient symptoms were reported and there were no complications. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information was received. Patient stated that they were advised to check the settings and so they increased it and the their urgency was getting uncontrollable. Patient also stated that they still have some leakage if their waited too long. They also started that the device had helped the first 8 months. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their therapy was not working as well as it did before in the last 3-4 months. The patient tried using the programmer the day of the call and there was nothing on the screen, they couldn¿t even turn stimulation up. The patient changed the batteries and the programmer powered up and they were able to connect. The patient was on 1.7v with stimulation on. The patient increased to 2.4v and confirmed they felt stimulation. The patient mentioned they drank coffee and got to go, and they didn¿t mind that. The patient would monitor their symptoms. No further complications were reported.